Event description:
During the procedure, the holmium laser, equipped with a 270 micron fiber and set at 600 joules, 10 hertz, randomly shut off. Upon rebooting the unit, it worked appropriately until shutting off again. The fiber was replaced with a 400 micron fiber and set at 700 joules 8 hertz. The machine ran appropriately for the rest of the time it was used.